Manufacturer narrative:
The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "te damage" of a device implanted for over 6 months. The device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: brown particles in the shell, one opening curved on radius and crease flat. Leak test and microscopic analysis was performed which identified: one opening sharp on the stable base-shell and one opening striated on radius. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening due to an unidentified (tear) opening. One striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported "te damage" of a device implanted for over 6 months. The device has been explanted.